Event description:
A burning sensation around the device was reported, in addition to a shocking or jolting sensation around the sciatic nerve. The pt noted only occasional good therapeutic effect, with the best symptom control occurring when the therapy was turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).